Manufacturer narrative:
The insulin pump was received with no unexpected compromised force sensor system alarm during testing. The insulin pump passed pump self-test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop current test and run current test were in specification. The insulin pump was unable to prime during prime test, motor error alarmed during basic occlusion test and motor error alarmed during occlusion test due to moisture damage on faulty force sensor system. Moisture damage on all electronic assemblies was noted. The pump was received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker and stained address/serial number label. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 95 mg/dl. The customer stated that when he primed the pump, insulin squirted out. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.